Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8711, serial# (B)(4), product type: catheter. (B)(4).

Event description:
The day following the patient¿s expected end of life pump replacement surgery at which time the catheter had no flow upon disconnection and broke (refer to manufacturer report # 3004209178-2014-09971 for that event), it was reported the patient experienced respiratory depression and an overdose. The health care provider (hcp) asked about programming a pump to stopped pump mode. Later that same day, it was further reported that at approximately 1900 on (B)(6) 2014 the patient started demonstrating respiratory depression so the pump was programed at that time to 100mcg/day of baclofen. At approximately midnight, the patient continued demonstrating respiratory depression and hypotension so the pump was stopped. All oral antispasmodics were held. At approximately 10:30am on (B)(6) 2014, the pump had gablofen 2000mcg/ml concentration in the reservoir so it was restarted at the lowest therapeutic rate of 96mcg/day. The patient would continue to be monitored inpatient. It was reported the hcp¿s thoughts about what may have transpired were that the patient was not previously receiving medication through the catheter that was explanted and/or there was more mixing of the priming bolus into the csf (cerebrospinal fluid) although the priming bolus was programmed to infuse over one hour. It was further reported it was not determined what caused the patient¿s symptoms. No other troubleshooting had been done. No additional information was gathered in regards to the cause of the overdose symptoms and no additional actions had been taken. The patient was reportedly currently doing well as of (B)(6) 2014.